Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. Three photos of 3 bd syringes from lot# 0041290 were provided. The customer reported when removing the shield, the needle with the shied was separated from the barrel. The photos were examined, and it was observed that all 3 syringes exhibited a needle hub/shield assembly separated from the barrel. No damage to the barrel tips was observed. A review of the device history record was completed for batch# 0041290. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) complaints noted that pertained to the complaint. Root cause: cracked and raised hubs; both defects may cause the needle assembly unit to not snap fit onto the barrel. Capa1630423 has been opened to address this issue.

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp hub separated on 2 occasions. The following information was provided by the initial reporter: the customer reported as follows: when removing the shield, the needle with the shied was separated from the barre.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp hub separated on 2 occasions. The following information was provided by the initial reporter: the customer reported as follows: when removing the shield, the needle with the shied was separated from the barrel.